Event description:
A caller reported receiving a cgm error 42. The issue was addressed by providing the caller with complete pump reset information, and assistance was given to guide them through the pump reset process. Upon resetting the pump, the cgm error code did not reappear, allowing the caller to successfully start their sensor session. There was no adverse impact on the customer¿s blood glucose level.